Event description:
N/a

Manufacturer narrative:
Updated field: b4, d8, d9, (g1(contact office, contact person ¿ mfg site), g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. Fse evaluated and replaced exec board (0670-00-0770) due to physical damage. Replaced daughter board battery (d146-00-0146) due to time expiration. Performed pm and calibrations. All tests pass and are within manufacturer's specifications. Unit is released to customer. No patient involvement and no harm reported.the failure analysis and testing department received part number: 0670-00-0770_o executive board serial number: 17 00180 31_spv with a reported unit failure of blown capacitor.the fat dept. Performed a visual inspection of the part received and found that the executive board has a blowen capacitor c2. Due to the blowen c2 capacitor, the board cannot be installed and investigated any further. The failure analysis and testing dept. Verified the failure reported by the costumer.sending the board to the supplier for further failure analysis per procedure 0002-07-d008 rev ar.the following was submitted by angel rodriguez, technician of the maquet failure analysis and testing dept. (Fat) wayne, nj: ar 2 jan 2025. Failure analysis received from the supplier for the part. Please see attachment. They stated further analysis was not possible due to the burnt c2 component. Probable root cause for this part is impossible to define. Retaining the part in the failure analysis and testing department per procedure number 0002-07-d008 rev. As.

Manufacturer narrative:
Updated fields: b4,g3, g6, h2,h11. Corrected fields: e3.

Event description:
N/a

Manufacturer narrative:
Providing updated device identification information in alignment with gudid.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge field service technician (fst) the cardiosave intra-aortic balloon pump (iabp) had a a capacitor on the exec processing board physically damaged (overheated and cracked). There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. Due to character limitation the event site full name :(B)(6).